Event description:
The user facility reported that a portion of catheter tubing was found to have become detached during a procedure. Reportedly, surgery was performed to successfully retrieve the detached material. Additional event specific information was unable to be provided.

Manufacturer narrative:
Additional surgical procedure was required to retrieve the detached material but there is no code available. The surgically retrieved portion of the involved device was returned and evaluated. Visual examination of the returned material confirmed that the detached portion was approximately 46-mm in length. Microscopic examination revealed: the edges of the tubing adjacent to the point of separation is somewhat; and the remainder of the tubing edges adjacent to the point of separation showed evidence of stretching of catheter material. It was unable to be confirmed that the returned device material was, in fact, a terumo made product. Although the cause of the reported event cannot be definitively determined, the event description is most consistent with the catheter tubing having been severed by contact with a sharp object. There is no indication that there was any relation to a device defect or malfunction or that the catheter tubing was manufactured by terumo. All available information has been placed on file in quality assurance for tracking, trending, and follow up.